Event description:
It was reported that the customer's blood glucose level had been running high. Customer needed assistance to help him change his basal settings. Customer was visually impaired and had his son make the changes. Customer changed his first two basal settings going form 0.700-0.725 and the second from 0.975 to 1.00. Customer stated that he called yesterday to set up a new pump but it was not giving any basal. Customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer was wearing the pump at the time of the emergency room visit. Customer took 40 units of insulin to get him back to normal and to be released. Customer was asked to reach out to his health care professional. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.